Event description:
Pt reported that back to back tests performed on the surestep meter were 09 and 25 mg/dl. Control solution test result (03) was low - outside range (91-136). No symptoms were reported. There was no allegation of harm.